Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements performed at 3 months follow-up appointment, revealed 2 apical channels with high impedance status. Patient complained about sound quality however, did not show up for further programming appointments. Recent in situ measurements revealed 10 electrode channels with high impedance status. Access to sound is decreasing. The patient reported a sensitivity at the implant site which went away. He also reports constant humming with the audio processor on and poor battery life. The patient denies a trauma or accident. A two channel map was created and the patient will discontinue use if any discomfort, or non-auditory sensations is experienced. A CT scan has been ordered.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. During explantation, the electrode lead was found migrated out of the mastoid cavity and reportedly the device was moved slightly from its original place. This could be a factor for the electrode mobility and consequent active electrode damage. The other damages found during investigation are most likely due to explantation. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In situ measurements performed at 3 months follow-up appointment, revealed 2 apical channels with high impedance status. Patient complained about sound quality however, did not show up for further programming appointments. Recent in situ measurements revealed 10 electrode channels with high impedance status. Access to sound is decreasing. The patient reported a sensitivity at the implant site which went away. He also reports constant humming with the audio processor on and poor battery life. The patient denies a trauma or accident. A two channel map was created and the patient will discontinue use if any discomfort, or non-auditory sensations is experienced. A CT scan has been ordered and the patient will be seen for an integrity test on (B)(6) 2015. The device has been explanted. As per the information received from the explant report form the electrode lead was found migrated out of the mastoid cavity and the device was moved slightly from its original place.